Event description:
It was reported that empty cartridge alarms occurred intermittently; cause was not known. Customer's blood glucose (bg) level was displayed as "high"; although a specific value was not provided. Customer administered a correction bolus via the pump and a manual injection to address bg. The customer continued to use the pump for insulin therapy. Multiple contact attempts were made by tandem's technical support to obtain additional information and troubleshoot; however, the customer did not respond and the root cause could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.